Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system when compared to another cobas® liat® system and competitor platform. The initial test generated sars-cov-2 positive; a repeat of the sample generated an invalid. A second repeat of the same sample on the same analyzer was negative. Another repeat of a newly collected sample using a competitor assay, performed on a different analyzer at another laboratory was also negative for sars-cov-2. No information was provided on competitor assay. No harm is alleged.

Manufacturer narrative:
A systems assessment was performed and no system related anomalies were observed. For the positive called run number 1388, the sars-cov-2 channel shows a typical pcr growth curve with late CT, indicating a sample with low viral load. Therefore, it needs to be considered as potentially true positive result for the sample. The following invalid run number 1389 shows lower assay baseline for the internal control channel only and an issue with the tube itself must be considered. Further review of the sample run with positive sars-cov-2 results shows low levels of amplification, either from low titer samples or low level of laboratory contamination, with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, since the customer re-tested the sample using another test platform, differences between the cobas® liat lod and the competitor test platform lod, as well as, differences in algorithms and targeted regions of the viral dna, could explain the result discrepancies. As such, results with one assay may not be reproducible with a different assay. Also of note, low titer samples can also occur due to cross-contamination. In totality, the information provided within the current case, supports the conclusion that the samples likely have a low level of viral rna present and may not be reproducible on repeat testing. (B)(4).